Manufacturer narrative:
Retainer ring = clear. Case type = ngp customer returned pump for alleged critical pump error (open book image) found on (B)(6) 2023. Pump booted up once installing an aa lithium battery, no open book image was noted during start up and testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. No fatal critical alarms or three consecutive critical handling alarms were found in the history files or traces. However, pump alarmed a pump error 53 on (B)(6) 2023 16:10:48.000 (file number: 2005, line number: 5632, esf #: 2610666), a possible software anomaly. Pump error 53 alarmed when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Pump alarmed a pump error 4 on 01/01/2023 at 16:09:01.000. Pump alarmed a pump error 63 (file number: 2005, line number: 9926, variable #: 15) on the event date of (B)(6) 2023 at 16:09:02.000. Pump error 63 was generated due to the rf chip error, possible hardware failure. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and the force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label missing, pillowing keypad overlay, broken belt clip rails, cracked retainer, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 63 (file number: 2005, line number: 9926, variable #: 15) was confirmed in the pump history files and traces due to a possible hardware error, problem isolated to the electronic assembly. Pump error 4 was confirmed as a consequence of pump error 63. Pump error 53 (file number: 2005, line number: 5632, esf #: 2610666) was confirmed in the pump history files and traces due to a possible software anomaly. Moisture damage was confirmed found on pcba 1, pcba 2, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image. It was reported that the customer went for running, the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the insulin pump and will be returned for analysis.